Manufacturer narrative:
Coding was updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient (pt) had a revision today ((B)(6) 2026), and they were able to get the explanted leads to send back.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) implant experienced difficulty adjusting stimulation settings on the patient remote. Device interrogation, including an impedance test, revealed high impedance va lues (40,000) on multiple contacts (0, 2, 3, 4, 5, 6, 7) of the left lead, with only one contact within acceptable limits. The left lead, which was primarily used by the patient, was deactivated due to loss of stimulation, and stimulation was subsequently delivered via the right lead, which showed normal impedance values. The patient reported a fall a few months prior, but the cause of the high impedance was unknown. Troubleshooting included device interrogation and impedance testing. The patient is scheduled to follow up with the physician to discuss and plan a lead revision. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: analysis of the lead (s/n (B)(6)) identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead (s/n (B)(6)) identified that all of the conductors were broken; 43.4 cm from the proximal end of the lead. D10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.